Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient noted the reported meter would power off during use; he was unable to obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of sweating and exhaustion. The patient's hcp administered the treatment of adjusting the patient's insulin regimen. Troubleshooting revealed there had been no misuse of the product, and the meter's battery did not need to be recharged. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter power issue occurred, therefore this complaint is being reported.